Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 10-19 mg/dl. Low blood glucose cause was not known. An emergency medical technician administered a glucagon injection to address the issue and customer went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline. Customer was discharged approximately 1-3 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.